Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unintended movement (clip open - locked) associated with the cowl could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw was inserted and deployed on the mitral valve. After deployment, the clip opened to roughly 15-20 degrees. It was noted the clip remained stable on the leaflets. To further reduce mr, a second clip was deployed and successfully implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.